Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred during use during initial drain. The baxter technical services representative had the hp end therapy and start over with new supplies. A clamp was left open. This writer contacted the home patient on (B)(6) 2011. He stated that he did not recall the event. Therapy since has been going well and there were no adverse effects reported. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was user error- open clamp. The label review found the labeling adequate for the use error in this complaint. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.